Manufacturer narrative:
Batch review performed on 08 march 2021: lot 2005012: (B)(4) items manufactured and released on 25-aug-2020. Expiration date: 2025-08-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 08 march 2021: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2006687: (B)(4) items manufactured and released on 01-oct-2020. Expiration date: 2025-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain. Post-op x-rays indicated that the patient sustained a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon performed a closed reduction on the patient under anesthesia the day after primary and no implants were revised. The surgery was completed successfully. It should be noted that the patient was moved from a stretcher to a hospital bed lowering the patient's leg on the leg positioner.